Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Evaluation found instrument shows significant signs of wear and tear from use and is beyond its useful life as the product was manufactured in 2005. The product most likely failed due to bending overload during impactions.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling.¿

Event description:
It was reported that patient underwent an initial total knee arthroplasty on an unknown date in (B)(6) 2015. During the procedure, a chisel chipped and fractured during impaction with a hammer due to age. A piece of the fractured item fell into the patient but was retrieved. Another instrument was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.